Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the results of the investigation, reasonably known information suggests probable causes of the alleged failure is due to a printed circuit board problem (electrical problem). The most probable cause of this complaint is traced random or expected component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited an image issue ("no image"). There was no patient involvement.